Manufacturer narrative:
The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
Olympus (osh) was informed that, "when using the device, it was found that there was no image" on the visera laparo-thoraco videoscope during an unspecified procedure. No patient injury or health damage was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, the issue is likely due to a failure of a component of a device, though a definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.